Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had intermittent pacing and erratic operation. The epg passed all incoming functional testing. It was indicated that the lower and upper case were damaged. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had intermittent pacing and erratic operation while in use with a patient. The patient went into ventricular tachycardia (vt) and required defibrillation. The patient made a full recovery and the epg was returned for service and testing and calibration. No further patient complications have been reported as a result of this event.